Manufacturer narrative:
Additional information has been received which was not included in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the strip on the screen peeled off and that moisture was inside the screen. Transmitter has not been used in years and would not hold a charge. Customer had a low blood glucose. No treatment was mentioned for the low. Troubleshooting was not done. Helpline could not reach the customer. It was unknown if pump was used within 48 hours of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to pump, short transmitter battery life, moisture exposure to pump. The customer reported blood glucose value of 47 mg/dl. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-1780kpk, mmt-7703na, mmt-399a, mmt-332a. It was unknown if customer was using the auto mode/smartguard feature at the time of the event. Customer was not using the insulin pump system within 48 hrs of reported low blood glucose event. Customer declined to continue troubleshooting. No further patient complications were reported. No product return is required for mmt-1780kpk. No product return is required for mmt-7703na. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the self test. Successfully downloaded the trace and history files using thus. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, broken belt clip rails, missing display window cover, and pillowing keypad overlay. Moisture exposure is not confirmed. Missing display window cover is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.